Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and a maxforce biliary dilatation balloon were used during an esophagogastroduodenoscopy (egd) with dilation procedure (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the physician attempted to inflate the balloon within the esophagus, the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. It was unable to be confirmed whether the gauge of the syringe was reading inaccurately, or if the event was due to a defect of the balloon, therefore this event has been deemed reportable. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and a maxforce biliary dilatation balloon were used during an esophagogastroduodenoscopy (egd) with dilation procedure (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the physician attempted to inflate the balloon within the esophagus, the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. It was unable to be confirmed whether the gauge of the syringe was reading inaccurately, or if the event was due to a defect of the balloon, therefore this event has been deemed reportable. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Final investigation results preliminary investigation results were reported in the initial MDR submitted on (B)(6), 2010. However, the final investigation was completed and revealed the following: visual analysis of the returned complaint device revealed no visible defects. Functional testing was performed per specification; the syringe was pressurized to 10atm with 35ml of water for 30 seconds and no issues were noted. Based on the condition of the returned incident device, the complainant's report that the gauge of the syringe may have been reading inaccurately was not confirmed. No issues were noted during the functional testing of the complaint device that would confirm the event description, which is different than what was previously reported in the initial MDR. Therefore, this is now not an MDR reportable event. Although the complaint description could not be confirmed, product analysis found that there were no defects, a root cause classification of operational context has been assigned. The complaint is associated with a product that meets the bsc design & manufacture specification but possibly due to anatomical/procedural factors during the procedure performance was limited.

Manufacturer narrative:
(B)(4). Preliminary investigation results. Visual analysis of the returned complaint device revealed no visible defects. Functional testing was performed per specification; the syringe was pressurized to 10atm with 35ml of water for 30 seconds and no issues were noted. The reported issue involving the syringe and the balloon could not be duplicated. In addition, the condition of the balloon used during the procedure is unknown as it was disposed by the account. Therefore, it could not be determined that the inflator did not malfunction for the user during the procedure. It is possible that anatomical or procedural factors encountered during the procedure limited the performance of the device. Based on this information, the most probable root cause for this complaint is operational context.